Manufacturer narrative:
Reader (B)(6) was returned and investigated. Visual inspection has been performed on and no issues were observed. The reader turns on with button depression and no indicator light flashing. The date and time were set with uom locked to mg/dl and meter log as downloaded and saved. The issue was not confirmed. Per design documentation, the useful life of freestyle precision neo meter is 5 years. As the manufacturing date of this product is 25jul2015, it has been in distribution beyond its useful life as of the case awareness date of (B)(6) 2024. The device met specification when it was released and throughout its lifespan. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) blood glucose meter. The customer was unable to test their blood glucose levels due to the adc blood glucose meter not powering on with button press or test strip insertion that resulted in the customer experiencing a loss of consciousness. The customer was transported to a hospital by paramedics where a blood glucose test of 37 mg/dl was obtained in the emergency room. The customer was then treated by a healthcare professional with a intravenous glucose for a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.